Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 in the evening. The customer blood glucose level was 400 mg/dl. Customer stated the glucometer said the blood glucose value was 590 mg/dl and then at the hospital the blood glucose value was 400 mg/dl something. The customer stated that the symptoms related to high blood glucose such as infection, nausea and vomiting. Customer did not want to troubleshoot for insulin pump. The customer was treated with insulin drip. The device will not be returned for analysis.